Event description:
On (B)(6) 2023, a patient underwent endovascular treatment of an thoracic aneurysm using gore® tag® conformable thoracic stent graft with active control system (ctagac), najuta,stent graft, and a 24 fr gore® dryseal flex introducer sheath from a right access. During the treatment, a type ii endoleak was observed. No treatment was performed for the type ii endoleak. When removing the sheath, a resistance was felt. An access angiography revealed a dissection at a right common iliac artery. To treat the dissection, a bare metal stent,epic 12 mm, was implanted. However, a bleeding was not resolved. A external iliac artery - common femoral artery bypass was performed. An angiography revealed a bleeding. A gore® viabahn® endoprosthesis with heparin bioactive surface (vsx) was implanted in a right external iliac artery and a bare metal stent, epic 10 mm, was implanted proximal of the vsx. An angiography revealed that the bleeding was resolved. The patient tolerated the procedure. The physician stated that it was dissected quite a bit, but it was good that it did not rupture or go into shock. Left access could have been better. Reportedly, the minimum diameter of right and left access vessel were under 7 mm. Since a 24 fr sheath was used, dissection was a concern. There was no strong resistance during sheath insertion. There was some resistance during sheath removing, and dissection was confirmed by access angiography. Medical history: hypertension. Upon review of case, measurement of the left and right access vessels measured under 7mm. Per the dryseal flex introducer sheath IFU, the outer diameter of a 24fr dryseal sheath is 8.8mm.

Manufacturer narrative:
B18: the device was discarded at the facility and was therefore not available for analysis. Code b22 ¿ a review of the manufacturing records could not be performed as the serial# is not available. The device was discarded and was therefore, not available for engineering evaluation. It should be noted that, per the gore® dryseal flex introducer sheath instructions for use (IFU), the nominal outer body diameter of a 24fr gore® dryseal flex introducer sheath is 8.8mm. If vessel size is smaller than the nominal body od, major bleeding, vessel damage, or serious injury to the patient, including death, may result. Additionally, the IFU states ¿adequate vessel access is required to introduce the sheath into the vasculature. Careful evaluation of vessel size, anatomy, tortuosity, and disease state (including calcification, plaque, and thrombus) is required to ensure successful sheath introduction and subsequent withdrawal. If vessel is not adequate for access, major bleeding, vessel damage, or serious injury to the patient, including death, may result.¿ in addition, it should also be noted that, per the gore® tag® conformable thoracic stent graft (ctag) with active control instructions for use (IFU), the recommended sheath size that should be used with a 37mm ctag device is 22. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.